Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that estimated 40 months after the implantation loss of capture and abnormal pacing impedance were noted on this right atrial lead. Physician still discussing plan of action with patient. An implant date was not provided. Should additional information become available this file will be updated.